Manufacturer narrative:
Upon completion of the device investigation, the reported incident of damage to the power cord of the mobile power unit was confirmed. Analysis revealed that the patient cable was completely severed and the inner conductors were exposed. A specific root cause could not be determined. No other relevant findings were identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. (Calculated from the date when the mobile power unit was issued to the patient). The mobile power unit is not a single use device. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that after moving the mobile power unit, the patient noticed damage to the power cord. It was unclear how the damage occurred. The patient reported sparks and a yellow wrench alarm when the mobile power unit was plugged into the wall outlet. The unit was not connected to the patient's pump at the time of the event and the patient was asymptomatic. No further information was provided.